Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a crbs polarx fit balloon cath was selected for use. After 30 seconds of ablation on the left inferior pulmonary vein, the console displayed a "sn (B)(6) : the console detected blood in the catheter" error message. The catheter and cryo cable were replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. An investigation was performed with the available information (product code, batch number, customer, etc. As applicable) and efforts were taken to enable the determination of a probable cause.